Manufacturer narrative:
(B)(6).

Event description:
It was reported that t2 failed to deploy. Device bent on femoral condyle due to acute angle. There were no injuries or complications. A back up device was available. The patient's post-operative condition is okay. There was no delay to the case. T1 was left supported inside the patient.

Manufacturer narrative:
Examination was not possible, as the devices have not been returned. Clinical details were provided that the device bent on the femoral condyle. In the event the device is returned, the complaint investigation will be reopened.